Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-apr-2018 with the following findings: review of the black box data revealed records from the dates (B)(6)-2013 through (B)(6)-2013 and (B)(6)-2013 through (B)(6)-2013. There was evidence of unacknowledged ¿replace battery¿ alarm (128) that resulted in the pump going into a ¿reboot¿ condition on (B)(6)-2013. The returned battery cap was intact and measured within specifications. With the returned cap in place on the pump, the pump powered on normally and was exercised for 24 hours without any interruption in power and no errors, alarms or warnings. Investigation did not duplicate the alleged ¿no power¿ complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked and the display was dim/discolored during the investigation.